Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's alarm volume and vibration were too low. The customer experienced a blood glucose (bg) level of "low" on glucose monitor and experienced a seizure. Customers spouse administered a glucagon shot to address low bg. Tandem technical support conducted systems check and the pump was functioning as intended.